Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via reduced intrinsic amplitudes. All five shocks were given. Testing found small intrinsics in the alternate sensing vector. Also, the shock impedance was high at 137 ohms. There were no additional adverse patient effects. The device remains implanted.